Event description:
The customer reported that prior to use on a patient the unit generated the "autofill failure" alarm upon the start key was pressed. The pump was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company service representative replaced the pressure transducer (part no 0682-00-0076-01). During the repair, the iabp shutdown with slow down and stop of the cooling fan on the power supply assembly. The power supply (part no 0014-00-0033-05) was replaced. The system was tested to factory specifications and was returned to the customer. The pressure transducer and the power supply from the iabp were forwarded to (B)(4) for evaluation. The cause for the "auto fill failure" alarm was narrowed down to the insufficient curing of epoxy leading to possible development of impedance on the pcb. As per the CAPA initiated for the pressure transducer, an impedance test was added to more effectively screen out the impedance failures and a process change was implemented by the transducer manufacturer to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. Health hazard evaluation (hhe) determined that the risk associated with this failure mode is none/negligible. As per the fir, the failure for the power supply was attributed to a loose fan blade within the power supply. As per CAPA initiated for the power supply, the disengagement of the exhaust fan can result in a premature iabp shutdown without visual or audible alarms. As stated in the CAPA, the exhaust fan was replaced to higher reliability part by the vendor. A voluntary worldwide field correction was initiated and a procedure was implemented to replace the exhaust fan on all returned supplies. Hhe determined that the risk associated with this failure mode is moderate to high. (B)(4).